Manufacturer narrative:
At this time, no conclusion can be made. While the sample evaluation is anticipated it has not get begun. To date, this is the only reported complaint for this manufacturing lot of 1200 units released for distribution in october, 2020. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Addendum: this supplemental MDR is submitted to report the results of the device evaluation. Initial evaluation of the sample confirms for a breach of the sterile barrier. Based on sample evaluation, after the product was released from bard/davol control the product was subjected to some excessive heat and subsequent force / trauma to the blister end while the package was in a heated state. This resulted in blister deformity and a ¿glazed¿ seal transfer and breach of the sterile barrier. It is anticipated that a force without the excessive heat can result in a cracked blister. The blister deformity and ¿glazed¿ seal transfer indicate the product seeing excessive heat. Based on the sample evaluation and investigation performed, the root cause is heat/ trauma damage to the product packaging while in transit or in hospital inventory. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, the packaging of the bard/davol x-stream tubing set nd handle w/o tip was noted to be creased and folded on 08-feb-2021. It is also reported that the packaging was non-sterile, rupturing the sterility barrier. There was no patient involvement.

Manufacturer narrative:
At this time, no conclusion can be made. While the sample evaluation is anticipated it has not get begun. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in october, 2020. A review of the manufacturing records was performed and found that the lot was manufactured to specification. When the investigation has been completed, a supplemental MDR will be submitted.

Event description:
As reported, the packaging of the bard/davol x-stream tubing set nd handle w/o tip was noted to be creased and folded on (B)(6) 2021. It is also reported that the packaging was non-sterile, rupturing the sterility barrier. There was no patient involvement.